Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head. Unknown cup. Unknown liner. Unknown kinectiv neck. Reported event was unable to be confirmed due to limited information received from the customer. Photographs of the explanted products were provided. Visual review identified biodebris on the products. No further evaluation could be performed with the photographs provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00586, 0001822565-2021-00649.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection. Additional information on the reported event is unavailable.